Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('right coil embedded in uterus') and embedded device ('right coil embedded in uterus/ left was at the top of my tube close to beung embedded') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time insertion on left side". On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pelvci area pain"), amenorrhoea ("no periods"), alopecia ("hair loss"), muscle spasms ("cramping both legs"), nausea ("nausea") and limb discomfort ("left leg is always having problems"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device expulsion, embedded device, pelvic pain, amenorrhoea, alopecia, muscle spasms, nausea and limb discomfort outcome was unknown. The reporter considered alopecia, amenorrhoea, device expulsion, embedded device, limb discomfort, muscle spasms, nausea and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : hair loss, right coil embed in uterus/ left was at the top of my tube close to being embedded, cramping both legs, hard time insertion on left side, nausea, no periods, pelvic area pain, left leg always having problem. Most recent follow-up information incorporated above includes: on 18-mar-2020: social media received. Reporter's information added.event: hysterectomy was updated to right coil embedded in uterus/ left was at the top of my tube close to being embedded. New event: hair loss was added.fu 3 and 4 processed together. On 20-mar-2020: social media received. Reporter's information added. Events: hard time insertion on left side, nausea,no periods, pelvic area pain, left leg always having problem, both leg cramping added. Fu 3 and 4 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.